Event description:
During the epicardial ventricular tachycardia procedure, a pericardial effusion occurred. The left ventricle was accessed arterially through a sheath. The ventricle was initially mapped and the target areas were ablated. The patient became hypotensive during anteroseptal ablation and a pericardial effusion was diagnosed using an ultrasound. A pericardiocentesis was performed to stabilize the patient and the patient was and transferred to the intensive care unit. The procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Ablations were performed after the original insertion into the patient without a manual reset being performed and a check baseline error messages was displayed during the initial ablations. The ensite contact force module instructions for use (IFU) warns ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. To check for baseline drift, position the catheter tip in a free-floating position away from the heart wall. In case of significant baseline drift (e.g. >5 g), a reset to zero should be applied by clicking the reset force button on the ensite¿ contact force module screen (when not ablating).¿ the IFU also states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ during the initial ablations while the check baseline message was displayed, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial puncture. Eventually an auto reset was performed, contact force was able to baseline, and force measurements recorded during ablation that no longer exceeded the recommended values the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial puncture remains unknown.